Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant reactive toxoplasma quantitative igg result was obtained on a patient sample on the immulite 2000 xpi instrument. A siemens specialist was dispatched to the customer's site. During this visit, the specialist checked a sample and performed reruns. Siemens is investigating the issue.

Event description:
A discordant reactive toxoplasma quantitative igg (txp) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). On the following day, the sample was repeated on the same instrument and a non-reactive txp result was obtained on the patient sample. The sample was also repeated on an atellica im instrument multiple times and all the results recovered non-reactive. The customer indicated that the sample was non-reactive for txp and the txp result of "undefined" was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant reactive txp result.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2019-00096 on 09-dec-2019. Additional information (15-jan-2020): the instrument is performing according manufacturing specifications and there are no additional issues. Instrument files are not available for further investigation. The cause of the discordant reactive toxoplasma quantitative igg result is unknown. The result code and conclusion code of section h6 were updated to reflect the additional information.